Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. Patient reported that her skin is very irritated and bruised. The patient was given the recommendation of removing the device for brief periods from physician. Follow up indicated rash is much better.